Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6) ) displayed user advisory 17 (max motor on time exceeded during active operation) and user advisory 02 (compression tracking error) messages. No patient involvement.